Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate 4 anti-tachycardia pacing (atp) and multiple electric shocks till therapy exhaustion due to possible rapid ventricular response. At this time, no adverse patient effects have been reported. This product remains in-service.